Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). A visual examination of the complaint device revealed that the distal tip was detached and the c-channel was noted to have shredded. The tear in the c-channel is consistent with the use of excessive force when removing the guidewire. It is most likely that the c-channel tore and subsequently the tip detached upon catheter removal from the endoscope. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, as the physician was pulling the device, the balloon burst. . It was reported that the balloon material detached and was left to pass naturally. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the distal tip detached, therefore this is now an MDR reportable event.